Event description:
It was reported that the insulin pump alarmed multiple errors, including motor error. The battery was changed. The customer's blood glucose was 219 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a motor error alarm during rewind due to corroded motor home switch. Insulin pump was unable to perform displacement test and verify the motion sensor test alarm, motor position encoder error alarm due to motor error alarm. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.